Event description:
A doctor's office alleged that a patient had developed ulcers on her cheeks while wearing a herbst appliance.

Manufacturer narrative:
The patient was prescribed a chlorhexidine mouthwash (peridex) for treatment. To date, the patient has fully recovered and is doing fine. The appliance will be returned and modified with consideration to patient comfort.